Event description:
It was reported that this pacemaker had two stored episodes that were requested for review. Technical services (ts) analyzed device episode data and concluded that the extra ventricular signals, marked as ventricular tachycardia (vt), was most likely due to external stimulation during a procedure. It was noted, although the patient is pacing dependent, there was no risk as external pacing was being provided. No adverse patient effects were reported. Currently, this pacemaker system remains in service.